Event description:
The user facility reported that the guidewire's coating "dissected" upon entering the vessel during a procedure. A follow-up communication with the user facility indicated that the procedure was completed using a second guidewire with no adverse affects to the pt. Additional event specific information has not been made available.